Event description:
It was reported that the patient presented for right atrial (ra) lead revision procedure. Prior to the procedure, it was noted that the ra lead exhibited p-wave amplitude variation, elevated pacing impedance, and loss of capture. Upon beginning the procedure, fluoroscopy was performed and confirmed that the ra lead had dislodged. During the procedure, it was noted that the right atrial (ra), right ventricular (rv), and right ventricular left bundle branch pacing (rvlbbp) leads had become twisted due to twiddler¿s syndrome, resulting in retraction of slack from all three leads into the device pocket. Additional assessment revealed that the implantable cardioverter defibrillator (ICD) had rotated within the pocket, causing twisting of the leads between the venous entry site and the header. The ra lead was explanted and successfully replaced with a new ra lead, and the pacemaker was secured using the suture hole in the header to prevent recurrence. The remaining rv and rvlbbp leads were inspected and found to be functioning appropriately. There were no patient consequences.

Event description:
It was reported that the patient presented for right atrial (ra) lead revision procedure. Prior to the procedure, it was noted that the ra lead exhibited p-wave amplitude variation, elevated pacing impedance, and loss of capture. Upon beginning the procedure, fluoroscopy was performed and confirmed that the ra lead had dislodged. During the procedure, it was noted that the right atrial (ra), right ventricular (rv), and right ventricular left bundle branch pacing (rvlbbp) leads had become twisted due to twiddler¿s syndrome, resulting in retraction of slack from all three leads into the device pocket. Ra lead was explanted and successfully replaced with a new ra lead. The remaining rv and rvlbp leads were inspected and found to be functioning appropriately. There were no patient consequences.